Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was rotated by 90 degrees due to excessive vault and the problem was resolved. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.